Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. Functional testing were performed and passed all relevant tests. An internal visual inspection was performed and failed due to a damaged battery. Pictures were taken. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause was determined to be damaged battery . No injury or medical intervention was reported.